Event description:
The customer reported that during a thyroidectomy, the jaw insulation detached and fell into the patient cavity. The material was retrieved and there was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.